Event description:
It was reported there is a bump in the inflation line. Inflation and deflation cannot be performed properly, while in use with a patient. Adverse effects are unknown.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A sample was returned in use conditions, two photos were included in agile attachments for evaluation, the customer reports that the sample has a cuff faulty, during the initial visual inspection it was not possible to detect any condition on the surface of the cuff or in the inflation system. The reported condition was not confirmed. The root cause could not be determined, the condition reported by the customer ?inflation/deflation fault" is not confirmed, since the cuff is able to inflate and deflate completely. The product's history records (DHR) were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
Smj#cfkp123. During patient use, customers felt resistance to air inflation and deflation and could not operate properly. Device is returning.